Event description:
It was reported that the patient's device was shutting off unexpectedly. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned, as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025.